Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2021-09-02patlr patlr1 (con): additional information was received from the patient. They reported that they accidently turn off the stimulator and that the issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that in the last couple of weeks, they cannot make it to the bathroom during the night. Later, the pt said they have been trying to increase but their programmer only allows them to decrease and not to increase. Patient services worked with pt and their programmer to synch. The pt reported they were on program 1 at 2.5 and stim was off. Patient services reviewed they were unable to increase, because stim was off and perhaps that is why they could not make it to the bathroom during the night. The pt confirmed they felt stim now. The pt said they had wondered because their "amount of like body tingles telling them to go to the bathroom were tremendously diminished - maybe it was turned off" and they did not realize. The pt said they do not use their programmer often. They use it once or twice a year and they did not get it out to turn stim off for any reason recently. The pt said normally, once or twice a year, if they notice they have to run to the bathroom, they get it out and adjust it a couple of times within a week or two, then when it seems to be working they don't fret with it (patient services understood that the pt meant their symptoms were normally resolved by making a stim adjustment). Patient services reviewed button function with pt and beeping was heard during the call, (the pt was working with the programmer during the call). Patient services asked the pt to synch again to check to see if there was a low ins battery icon and when pt synched they reported no low ins icon, stim was off. They said they were on program 1; however, there was no checkmark next to the 1. The pt said they adjust one or two (programs) because each causes a sensation in the ir body. The pt said they normally would adjust each one. Patient services reviewed only one program is active at a time. (Patient services understood that the pt was using the programmer in an unusual way; however, it was working as intended and the pt reported they felt stim during the call). Patient services offered and sent online video link and interstim quick guide. The pt will monitor their symptom results and continue working with their program settings if needed.